Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location'), pregnancy with contraceptive device ('pregnancy test: ucg-positive') and abortion spontaneous ('missed abortion') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2018, heartburn on (B)(6) 2018, vomiting, stomach ulcer, nausea, ovarian cyst, corpus luteum cyst, ectopic pregnancy, missed abortion, multigravida, parity 2, abortion and amenorrhea. Previously administered products included for an unreported indication: mirena. Concomitant products included levonorgestrel (mirena), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/ pain / pelvic area"), anxiety ("emotional anguish/ psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"), 6 days after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient called stating she has started bleeding and thinks she may be miscarrying. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: unilateral occlusion (left tube occluded) the balloon of the catheter is identified within the uterus. There is a linear lucency adjacent to the balloon which may represent the iud. The cervix was identified and cleansed with betadine. French catheter was inserted without difficulty. Under fluoroscopic guidance contrast is injected through the indwelling hystro catheter. The left e sure wire is identified. The right essure wire is not visualized. Pregnancy test urine - on (B)(6) 2018: positive. Ultrasound scan vagina - on (B)(6) 2018: gestational saclike structure in the uterine cavity which is septated. No visible yolk sac, fetal pole or cardiac activity. Small right ovarian cyst. Differential considerations include early intrauterine gestation, failed early pregnancy and ectopic pregnancy. Cystic structure in the right ovary is probably a corpus luteum. Follow-up would depend on the clinical setting and possibly serial beta-hcg measurements. On (B)(6) 2018: gs seen with poss early pole noted. Appears as if right essure device is abutting the above sac. Left essure appears to be in proper position. No ff noted. Right cl cyst noted, normal left ovary; on (B)(6) 2018: shows a larger fetal pole than the previous us, no fht¿s seen; on (B)(6) 2018: real time endovaginal pelvic ultrasound examination is performed. The uterus appeared in the midline with a gestational sac and fetal pole noted. The crown rump length measured 8.24mm which correlates to 6 weeks 6 days giving an edc of (B)(6) 2019. No fetal cardiac activity was seen at the present time. The previously mentioned essure devices were not as prominent on today's ultrasound. The right ovary appeared normal with what appeared to be a corpus luteal cyst. The left ovary appeared normal. No pelvic masses or free fluid collections were noted otherwise. Impression: 1. Early iup at 6 weeks 6 days 2. No fetal cardiac activity seen on today's scan. 3. Repeat bhcg showed normal amount of increase from previous one; on 2018: intrauterine pregnancy measuring 6 weeks 1 day with no fetal cardiac activity and no increase in fetal size from previous vis. On (B)(6) 2018: the uterus appeared in the midline with a nonviable intrauterine pregnancy noted. The crown rump length measures 5.12mm which correlates to 6 weeks 2 days giving an edc of (B)(6) 2019. No fetal cardiac activity is documented. Impression: missed abortion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device , abortion spontaneous most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Events pregnancy with essure , spontaneous abortion, abnormal bleeding (vaginal), menorrhagia, depression and device dislocation were added. Reporter information, medical history, concomitant drugs, onset date, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy test: ucg-positive') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain on (B)(6) 2018, heartburn on (B)(6) 2018, vomiting, stomach ulcer, nausea, ovarian cyst, corpus luteum cyst, ectopic pregnancy, missed abortion, multigravida, parity 2, abortion and amenorrhea. Previously administered products included for an unreported indication: mirena. Concomitant products included levonorgestrel (mirena), misoprostol, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain / pelvic area"), anxiety ("emotional anguish/ psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"), 6 days after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient called stating she has started bleeding and thinks she may be miscarrying. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2013: unilateral occlusion (left tube occluded) the balloon of the catheter is identified within the uterus. There is a linear lucency adjacent to the balloon which may represent the iud. The cervix was identified and cleansed with betadine. French catheter was inserted without difficulty. Under fluoroscopic guidance contrast is injected through the indwelling hystro catheter. The left e sure wire is identified. The right essure wire is not visualized.. Pregnancy test urine - on (B)(6) 2018: positive. Ultrasound scan vagina - on (B)(6) 2018: gestational saclike structure in the uterine cavity which is septated. No visible yolk sac, fetal pole or cardiac activity. Small right ovarian cyst. Differential considerations include early intrauterine gestation, failed early pregnancy and ectopic pregnancy. Cystic structure in the right ovary is probably a corpus luteum. Follow-up would depend on the clinical setting and possibly serial beta-hcg measurements.; on (B)(6) 2018: gs seen with poss early pole noted. Appears as if right essure device is abutting the above sac. Left essure appears to be in proper position. No ff noted. Right cl cyst noted, normal left ovary; on (B)(6) 2018: shows a larger fetal pole than the previous us, no fht¿s seen; on (B)(6) 2018: real time endovaginal pelvic ultrasound examination is performed. The uterus appeared in the midline with a gestational sac and fetal pole noted. The crown rump length measured 8.24mm which correlates to 6 weeks 6 days giving an edc of 3/5/19. No fetal cardiac activity was seen at the present time. The previously mentioned essure devices were not as prominent on today's ultrasound. The right ovary appeared normal with what appeared to be a corpus luteal cyst. The left ovary appeared normal. No pelvic masses or free fluid collections were noted otherwise. Impression: 1. Early iup at 6 weeks 6 days 2. No fetal cardiac activity seen on today's scan. 3. Repeat bhcg showed normal amount of increase from previous one; on (B)(6) 2018: intrauterine pregnancy measuring 6 weeks 1 day with no fetal cardiac activity and no increase in fetal size from previous vis.; on (B)(6) 2018: the uterus appeared in the midline with a nonviable intrauterine pregnancy noted. The crown rump length measures 5.12mm which correlates to 6 weeks 2 days giving an edc of (B)(6) 2019. No fetal cardiac activity is documented. Impression: missed abortion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device , abortion spontaneous most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information, product information details updated. Event: device ineffective newly added. Previously reported event "device dislocation" pt updated to "device expulsion".